Event description:
The patient had a change in stimulation status and the lead was going to be revised. Additional information has been requested.

Manufacturer narrative:
Lead model 3998 lot# v017927 implanted: (B)(6) 2007 explanted:; recharger model 37752 serial# (B)(4); programmer model 37742 serial# (B)(4); extension model 3708260 serial# (B)(4) implanted: (B)(6) 2007 explanted:. (B)(4).